Event description:
It was reported that during an interventional shunt stenosis procedure a blade lifted from the balloon. The physician successfully completed treatment on an in-shunt restenosis lesion in the left subclavian artery with a 8.00mm/2.0cm/90cm peripheral cutting balloon. When the physician removed the device from the patient it was noted that one of the atherotomes was lifted from the balloon. There were no patient complications. Patient status is reported as "stable".

Manufacturer narrative:
Event date corrected: (B)(6). (B)(4).

Event description:
It was reported that during an interventional shunt stenosis procedure a blade lifted from the balloon. The physician successfully completed treatment on an in-shunt restenosis lesion in the left subclavian artery with a 8.00mm/2.0cm/90cm peripheral cutting balloon. When the physician removed the device from the patient it was noted that one of the arthrotomies was lifted from the balloon. There were no patient complications. Patient status is reported as "stable".

Manufacturer narrative:
Device evaluation: a visual examination of the device found that the returned balloon had evidence of being inflated. The device was attached to an encore inflation unit and an attempt was made to inflate the device to its rated burst pressure when a leaked was noted in the shaft. A microscopic examination of the shaft found that there was a slit in the outer distal shaft 55mm from the proximal bond. The balloon could not be inflated due to the leak in the shaft. A microscopic examination of the balloon found that one blade was lifted from the balloon surface, 8mm in length from the proximal end. The proximal end of the pad remained on the balloon but the rest of the pad had lifted with the blade. No other damage was noted on the device. This type of damage is consistent with the device becoming caught, possibly during the withdrawal of the device from the patient. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during an interventional shunt stenosis procedure a blade lifted from the balloon. The physician successfully completed treatment on an in-shunt restenosis lesion in the left subclavian artery with a 8.00mm/2.0cm/90cm peripheral cutting balloon. When the physician removed the device from the patient it was noted that one of the atherotomes was lifted from the balloon. There were no patient complications. Patient status is reported as "stable".